Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported thrombus on the closure device occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx left atrial closure device was successfully implanted. The patient was on clopidogrel and aspirin post-implant. During the follow up transesophageal echocardiogram (tee), thrombus was noticed on the closure device. The thrombus is currently being treated with apixaban and the patient is currently stable.